Event description:
A 45mm davinci stapler made by intuitive was not recognized by the pt cart. After several attempts, product was recognized and fired without incident. Instrument was reloaded and inserted into pt again. Not able to recognize instrument and the stapler jaw is locked shut, stapler load unable to be removed.